Event description:
The facility representative reported a pump that fails to alarm at the 5ml level as intended. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has been received in baxter, but has not yet been evaluated. A follow-up report will be submitted, when an evaluation is completed.